Event description:
This system was removed due to pain and irritation after a sub mammary implant. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.